Manufacturer narrative:
Findings: unit passed displacement test, rewind test, test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected blank display anomalies or power loss alarms noted during testing. The power management graph was in specification and no pump error alarms were present in the format history file, however the power management graph indicated connector resistance issue and an unexpected power loss alarm was present in the long trace file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit failed prime/seating and force sensor test due to corrosion on force sensor assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly stained serial number label, peeling end cap address label and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that troubleshooting did not resolve the issue and the display did not return. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.